Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-11611. Reference MFR. Report#: 1627487-2018-11612. It was reported the patient was unable to set the ipg into MRI mode. Troubleshooting was unable to resolve the issue. System diagnostic revealed a zero reading on multiple lead contacts causing the issue. Consequently, the patient will undergo surgical intervention as the next course of action.

Event description:
The patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced.

Manufacturer narrative:
The reported observation of ¿unable to set ipg to MRI mode¿ was not confirmed. The lead system was not returned with the implantable pulse generator (ipg). Review of the implantable pulse generator (ipg) device mode setting confirmed the device was not in MRI mode as received. The device exhibited normal device characteristics during analysis.